Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:foreign material attached.

Event description:
Healthcare professional reported "foreign material attached." The device was not used.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are foreign material on implant: observed fiber inside package assessed as workmanship. A further investigation is requested. No additional observations observed.

Event description:
Healthcare professional reported "foreign material attached." The device was not used.

Manufacturer narrative:
Further investigation: based on the device analysis performed, it was observed a fiber on implant, it is out of specification per qa199.12, code ft, then it is classified as workmanship, and has relation with the reported event. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because the event has a severity of 3 (serious) (severity established in procedure qpp07-01-003-g17 (v4.0)), and according to procedure qpp07-01-003-w37 (v6.0) this event is not considered as a potential high impact complaint. It is important to mention that this event was reviewed with the packaging personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See "packaging personnel review" attached. Also, per the review of the risk documents pfmea-bi pkg and lblg (v12.0), the event of particulate matter on the product is a known event for which process controls and inspections are established to reduce the incidence of this defect as cleaning of workstations before starting each operation and 100% visual inspection at packaging (before and after sealing). Additionally, the review of the documentation associated with the manufacturing process indicates that there were no defects/problems/issues found in the documents or in the personnel training. And no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all fiber on implant complaints for gel breast implants that have been manufactured in the last 2 years was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Nevertheless, the issue with fiber on implant will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "foreign material attached." The device was not used.